Event description:
During a transoral robotic-assisted surgical procedure, the robotic monopolar cautery was being used and suddenly a small flame appeared at the surgical site. Md immediately stopped surgery, pa withdrew instrument, and sterile saline was poured into the field extinguishing the flame. It appeared the disposable cautery spatula tip was what had caught on fire as it was burned and a piece fell off - it was removed from mouth. Moistened raytec were in place surrounding the mouth and retractors. Charge nurse and mda (md anesthesiologist) notified. Mouth and throat were examined by surgeon and mda. No apparent harm to patient. Cautery tip was removed and replaced with a new one. Patient was being ventilated with 100% oxygen prior to incident due to low spo2 when n2o was used and after incident water was poured into the mouth and throat and a small cuff leak was noticed. Pt stable and case continued without incident after all parties concurred it was safe to continue. Family notified by md after procedure.